Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (model: ped2-500-30 lot: b095787) found no bends or kinks with the pipeline flex pushwire. The distal hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be intact. No damages were found with the tip coil. Due to the condition in which the braid was returned, the proximal and distal ends of braid were unable to be determined. Both braid ends were found to be opened and frayed. No other damages or anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ and ¿failure/incomplete open proximal¿ were unable to be confirmed as the pipeline flex braid was returned opened. Possible causes could be vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported re-sheathing more than 3 times. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to perform implantation for an 18 mm aneurysm recanalization procedure of the ic-pc, but during the implantation, the pipeline failed to deploy. The pipeline was resheathed 3 times or more; however, the deployment failure did not resolve. More than 50% of the pipeline had been deployed before it failed. It was noted the deployment difficulties occurred on the proximal side and distal region of the stent. The pipeline was positioned at a bend on the proximal side of the blood vessel. Another device was not used to deploy the stent. The pipeline was removed and recovered with the microcatheter, and another pipeline was placed. The devices were prepared as indicated in the IFU.